Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, it was reported that the wake button was sticking and the pump touch screen was unresponsive and the pump was not working properly. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.